Event description:
The international customer reported the ventilator alarmed and stopped operating during use. The customer reported there was no patient harm. Review of the device diagnostic log during service noted occurrences of the device running on internal battery. Upon checkout of the device the manufacturers service technician reported the unit would not operate on ac or battery power. The service technician reported a component failure was noted upon evaluation of the power management pcb board that may result in the unit shutting down during use in normal ventilation mode operation. Upon loss of power, a power fail alarm will activate and if in use alternative ventilation should be provided. The service technician replaced the power management board to complete the service. Applicable final testing was completed and passed per specifications.